Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported a right side "implant became significantly larger" and "required aspiration of fluid". Patient also reported "became acutely ill", "drenched sheets in sweat ", "chills", and "fevers"; these are not device related. Device has been explanted.